Manufacturer narrative:
(B) (4). (B) (4). The stent remains in pt. A f/u will be submitted with any relevant info. The 4.0 x 12 mm xience v (part 1009543-12, lot 8091761), is being filed under a separate MFR#.

Event description:
Device malfunction: none. Adverse event: in-stent restenosis/myocardial infarction/intervention. Time of adverse event: post procedure. It was reported via a trial that on (B) (6) 2009, a 4 x 12 mm xience stent was implanted within the saphenous vein graft to the left anterior descending artery svg to lad. On (B) (6) 2009, the pt experienced a non-st elevation myocardial infarction due to restenosis within the xience v stent. Treatment was performed on (B) (6) 2009 (index procedure) via stenting of the pre-dilated restenosed xience v stent within the saphenous vein graft to the left anterior descending artery with two xience v stents; the most distal stent implanted within the restenosed stent. On (B) (6) 2010, the pt presented to the ER with complaints of intermittent chest pain. Labs revealed elevated troponin level and non-st elevated myocardial infarction. Diagnostic coronary angiography revealed in-stent restenosis within both distal stents. This was treated via percutaneous coronary intervention. The pt was discharged on (B) (6) 2010. Though requested, no additional info was provided.